Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure high alarms occurred during a routine hemodialysis treatment, which could not be resolved after several attempts to adjust the pt's vascular access. Treatment was discontinued without performing rinseback due to possible clotting of the circuit, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. Facility staff attributed the venous pressure alarms to issues with the pt's vascular access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.